Manufacturer narrative:
H.6. Investigation summary : customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the stopper was damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel. A device history review could not be completed as no batch number was provided. D was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use the stopper was discovered to be damaged with a bd syr 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from japanese to english: a stopper was damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the stopper was discovered to be damaged with a bd syr 0.3ml 30ga 8mm. The following information was provided by the initial reporter, translated from (B)(6) to english: a stopper was damaged.